Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that bulky calcification of the aortic annulus and tracking of calcium into the lvot is the likely cause of the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient died from a complication of an annular rupture during a transfemoral deployment of a sapien xt 23mm valve. As reported, the 23mm sapien xt valve was delivered through the native aortic annulus. Once the valve was deployed, the patient went into asystole. Backup pacing was turned on and the valve was assessed and mild paravalvular leak was noted. After approximately two minutes, the blood pressure dropped and an effusion was noted. The patient¿s chest was opened to assess the effusion. During this time an aortic root contrast injection demonstrated the annulus had ruptured. An attempt to repair the rupture was unsuccessful and the patient died on the table. The native aortic valve was severely (bulky) calcified and the native leaflet and the root were moderately calcified. The sinotubular junction (stj) diameter was 28mm and the sinus of valsalva (sov) diameter was 30mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held and there was no loss of capture. Per report, the rupture was attributed to calcium that tracked through the annulus into the lvot.